Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the acetabular cup and femoral head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history was performed using the part number for an acetabular cup 54mm and a femoral head 48mm in search of complaints involving pain throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. No part/lot numbers were provided; hence documentation review could not be completed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was implanted at approximately 25° anteversion. The reported pain and pathology findings of synovial hyperplasia, chronic inflammation with abundant macrophages and vessels present in tissue could be consistent with findings associated with synovitis and alval. However, without the supporting lab results and/or imaging and explantation of the components the root cause of the reported pain, synovitis and alval cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to persistent pain and failed right hip resurfacing.